Event description:
A beckman coulter inc. (Bci) field service engineer (fse) reported on a phosphorous cup that was leaking on unicel dxc 800 pro synchron clinical system. The customer was not exposed to reagent. There was no effect to patient or to user.

Manufacturer narrative:
The leaking was found during a routine service, and was from the reagent syringe, di water flush line to manifold, di water flush line to underside of cup, drain line fitting under cup, and a hole used by manufacturing to adjust cup heaters and base of cup. The fse replaced the module, and the issue had not reoccurred as of (B)(4) 2010.